Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer biomed on the v60 ventilator, indicating that the unit was turned in with error code: 1122, blower temp high. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. A philips remote service engineer (rse) trouble shot with customer. The rse recommended to verify that the air inlet filter is not dirty or blocked, then to verify that the cooling fan is operational, then replace the blower. The customer was provided the blower part number and price.